Event description:
Add'l info rec'd from rptr 7/27/00: "swelling of hands and knees, chronic fatigue, rashes, chilles, chronic h/a's, visual disturb, dis equil, memory loss, sens to sun, cd, weight gain, easy bruising."